Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height 5 were not able to turn power on. The field service engineer replaced the full height pmc and half height controller to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system not turning on. The customer stated that this malfunction occurred when user trying to issue medication to patient and caused a delay. There were no adverse events or injuries reported based on this incident.